Event description:
It was reported that a pump has a "door latching problem". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door latching problem" caused by failed door hooks. The door hooks were replaced.